Manufacturer narrative:
(B)(4). This event was found to have also been reported in report # 6000001-2012-10682. Any additional information for this event will be reported in 6000001-2012-10682.

Event description:
A customer reported to baxter (B)(4) a y-type micro extension set in which customer observed "male luer end of the y connector pulled apart from soft tubing during patient reposition." The reported condition occurred during administration of norepinephrine. Patient's blood pressure was affected because of reported condition. It was not reported if additional medical intervention was needed in association with this event. No additional information is available at this time. Baxter is attempting to obtain additional details regarding this incident.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.